Manufacturer narrative:
The suspected device was returned for evaluation. The review of event log performed and found nothing related to complaint. A review of the available service history identified no previous related repairs within the last 12 months performed functional and visual inspection and found downstream occlusion seal was cracked. Customer complaint was confirmed. The probable cause was damage dso seal.

Event description:
It was confirmed during inspection of the returned pump that the downstream occlusion seal was cracked. There were no patient involvement and no patient harm. This may lead to fluid ingress into the pump, which could interrupt therapy during infusion if it were to recur.